Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, around 25-50% of the shell is missing. A weight test of the explanted material was completed and it was found to be underweight. Microscopic analysis of the return device identified a broken shell with sharp edge on posterior side assessed as an unidentified(tear) opening. No testing was performed the shell thickness test due to the opening being under the patch bond edge and the opposite side is missing. Also observed four curved(striated) openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is curved(striated) opening assessed as surgical damage, broken shell with sharp edge assessed as unidentified(tear) opening, and missing shell that is assessed as inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.